Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to no power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, the power did not turn on. The event occurred during an inspection for use in an unspecified diagnostic procedure. The intended procedure was completed without any delay on a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power does not turn on due to power supply printed circuit board failure. Olympus will continue to monitor field performance for this device.